Event description:
Doctor was performing surgery and when he activated the clip applier to clip the cystic artery, part of the mouth piece broke off. Broken part was removed by surgeon. Manufacturer response: they would like to pick up device.